Event description:
The customer reported that the system intermittently locked up when changing modes with the footswitch. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch, hard drive, and software were installed during the service call. The system was tested, found to be working as intended and returned to service.